Event description:
Plaintiff alleges as a result of her wearing and exposure to latex gloves, she has suffered a type-1 latex allergy. She further alleges severe pain and suffering, loss of wages and earning capacity because of her sensitization to latex, she is restricted in her life as to where she can go and what she can do. In addition, she alleges that she has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.